Event description:
The upholstery for this chair is completely torn apart at the seam. The reporter of this event was contacted for additional on this incident. It was learned the wheelchair was issued to an end user who resides in an assisted living facility. He reportedly uses this chair full time. Also noted was the bar under the seat is coming through the seat. No reported injury has occurred.